Event description:
Distributor reports one case of back out of impix-tlif cage. Back out was identified 14 days after surgery during f/u. Revision was performed (B)(6) 2012.

Manufacturer narrative:
Investigation: device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Investigation could not lead to define the precise root cause of this adverse event. Conclusion: no conclusion could be made as insufficient info has been provided.